Event description:
It was reported that patient with this cardiac resynchronization therapy pacemaker (crt-p) believes the device is not working properly and was taken with ambulance to the facility. Patient is concerned if the device is failing. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.